Manufacturer narrative:
On 9/24/2020, the product investigation was completed as no product was returned. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30288153m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information on the event was received on 8/31/2020. The patient¿s gender was provided as male. The physician commented that the cause of the event was procedure and patient condition and did not mention relation to the product. This adverse event was discovered during use of biosense webster products. Temporary pacing was conducted. The patient¿s condition improved. Therefore, populated a3. Sex field. In addition, during an internal review on (B)(6) 2020 a correction to 3500a initial as b7. Medical history/preexisting condition field was noted. Therefore, this field has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation with thermocool® smart touch® sf bi-directional navigation catheter and suffered steam pop and an atrioventricular block 3rd degree requiring pacemaker implantation. One hour into ablation during septal ablation in the right ventricle (rv) (30w, 30 sec) the physician suspected that a steam pop have occurred. The blood pressure was immediately measured and was normal. The procedure continued. When the visitag ablation data was reviewed, there was a location where the impedance rose sharply, so the sales rep considered that there was a causal relationship with this product. There was no statement from physician that pointed out the causal relationship or problem with this product. Three (3) hours into the use of stsf catheter, during septal ablation in the rv, atrioventricular (av) conduction deteriorated and atrioventricular block of 2nd degree or of 3rd degree occurred intermittently. After the block occurred 2 or 3 times ablation was stopped. The rhythm returned to the original after a few minutes and the procedure was continued and completed. The patient had poor av conduction at baseline (1-degree av block) and ablation was expected to temporarily cause 2- or 3-degree av block, resulting in even worse av conduction. Since it was necessary to put in a pacemaker, the procedure was interrupted, and the physician explained to the patient and their family that the physician could get consensus of a pacemaker implantation at a later date. The patient was implanted with a temporary pacemaker. The physician commented that the cause of the event was procedure and did not mention relation to the product. This event will be conservatively reported under the ablation catheter (impedance rise will not be coded since it is most probably related to the steam pop). Steam pop is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon. Thus it is not MDR reportable. There was no report of extended hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information becomes available in the future; the reportability decision will be reassessed.